Event description:
Oracle ro (B)(4): during op checks,volume too high,21.4,21.3 set @ 20mls.

Manufacturer narrative:
Additional information was received indicating there was no patient involvement; happened during testing.

Manufacturer narrative:
Other text: h3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the tamper seal was missing upon receipt. Error code was not found in the ehl (event history log). The customer reported issue was confirmed during the investigation as the pump was found to be over delivering to the manufacturing specifications. Root cause of the reported event is unknown, but delivery accuracy was not accurate when tested. Replaced the expulsor to bring delivery into nominal range. The returned product is beyond a year from the manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record DHR review was not performed. Service review identified this device has not been in for service previously., corrected data: d5: correction: operator of device: unknown, e4: correction: initial reporter sent to FDA: unknown.